Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation found that there were minor dents and scratches on the distal end plastic cover. The bending section cover glue was cracked. There was static observed on the image display; however, after further aeration, the image worked appropriately. There were dents on the bending section. There were also scratches on the insertion tube and light guide tube. The scope connector required drying due to moisture. The device was serviced and returned to the user facility. The investigation is still ongoing, and this report will be supplemented when new and relevant information becomes available.

Event description:
The user facility reported that the gastroscope was submerged in water without the water cap, which is indicative of misprocessing of the device. There was no reported adverse event associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is possible that staff at the user facility was insufficiently trained on device handling and reprocessing in accordance with instructions for use (IFU), though a definitive root cause cannot be identified. IFU (reprocessing manual) warns on insufficient reprocessing as follows: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." IFU states that water invasion of endoscopes may occur in case water resistant cap is not attached while immersing. "When reprocessing the endoscope, confirm that the water resistant cap (mh-553) is securely attached to the electrical connector before immersing the endoscope in reprocessing fluids. If the water resistant cap is not securely attached, the reprocessing fluids could enter the endoscope and damage the endoscope." Olympus will continue to monitor the field performance of this device.